Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following field(s): h3 and h6. Device was returned and the customer's allegation was not confirmed. The device evaluation found there was no endoscopic image due to a defective patient board. Based on the results of the investigation, a definitive root cause cannot be identified for the failure of the patient board. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device evaluation. The video system center displayed no endoscopic image, when using the maj-1430 (videoscope cable), due to the defective board. There were no reports of patient involvement.